Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with residual astigmatism following topography guided lasik treatment in the right eye. The patient reported vision is blurry and it is hard to focus. The patient is unhappy with the results.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. The root cause could not be identified conclusively, because no logfile or other relevant data is available for review. (B)(4).

Event description:
A company refractive manager reported a clinical representative was at the site a few weeks ago. The doctor that originally reported the issue did not provide any further information to while they were onsite.